Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted on (B)(6) due to it being at the end of useful life.

Event description:
The implantable neurostimulator (ins) has not been charged in over two years. The patient tried to use it, probably a few months ago. The patient has not had stimulation on for two years. The patient has had trouble again with her sciatic nerve, not related, but she got the device for it. The patient does not have a managing doctor for her device. Four days later the patient had an appointment with a doctor to get the ins out of the overdischarged state. Six days later it was stated that they had not been able to get the patient¿s ins going. The patient did everything she was instructed to try and nothing worked. It was guessed since the patient had not used it in so long, it was assumed that was the present problem. The patient has another appointment scheduled for (B)(6) 2015. The company representative reported that several attempts at trickle charging were attempted unsuccessfully. The ins may not be salvageable due to the fact that the last attempt at recharging was almost two years ago, so a replacement may be needed. It was reported about three weeks later that after six attempts to trickle charge, the battery was still unable to receive a charge. The doctor wants to change it out to a non-rechargeable as it was providing relief when the patient was using it. The patient is going to think about it and get back to him. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received,a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator (ins) battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a 2 full physician mode recharges. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2013 and the battery was charged to 3.615 volts. On (B)(4) 2000 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).